Event description:
These plugs have caused irreversible damage to the lacrimal canaliculi in many pts. This has required surgery for bypass. The plugs supposedly irrigate out of the lacrimal canaliculi but in some cases this does not appear to happen. Instead, the plugs cause permanent, irreversible obstruction of the canaliculi. A study was presented at the 1999 annual meeting of the american society of ophthalmic plastic and reconstructive surgery in which a large number of these cases was reported.